Manufacturer narrative:
Siemens headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data log. Quality control (qc) was within specification. Repeat of the same sample yielded expected results. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated potassium (k) patient sample result was obtained on a dimension® exl¿ with lm system. The discordant patient result was not reported to the physician. The same patient sample was reprocessed on the same system, and a lower potassium result was obtained. The lower reprocessed potassium result was considered correct. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated k result.